Event description:
The provider states the left brake is bad, the chair will not run. The provider states he doesn't have any additional information regarding the chair, the user and the issue (B)(4).